Event description:
It was reported since (B)(6) 2012; the patient would reach efficacy for approximately 4 days and then experience issues of increased spasticity. It was indicated that he was receiving intermittent relief. The drug in pump was increased slowly to 575mcg/day. It was noted that a dye study was attempted but the health care provider (hcp) was unable to aspirate from the catheter access port (cap) so the procedure was aborted. It was reported that a catheter revision was done on (B)(6) 2012 and a kink was determined to be the problem. After freeing the kink, the hcp had easily aspirated 2cc's of fluid and no additional implant or removal was done. The patient's outcome was not provided.

Event description:
It was reported that the patient had a change in therapy and increased spasticity in (B)(6) 2012 that had steadily gotten worse, and he was getting to the point he was before pump implant. The device system was used to deliver lioresal. The patient had good days with no spasms, and days where the spasms would happen for hours on end with no relief. The spasticity episodes would come "out of nowhere", "come and go", and last anywhere from 18-20 hours at a time. The patient had itching in his back during severe spasticity episodes. It was also noted that the patient had high blood pressure. The highest blood pressure reached was 212/117. The patient was an active person and did twist into certain positions, but did not remember any activity that may have caused the change in therapy. It was noted that the patient never heard any pump alarms. It was reported that the physician was unable to aspirate from the side port of the pump. X-rays and an MRI were performed on (B)(6) 2012 respectively, and the results were normal. It was reported that the catheter looked ok on the x-rays, and no catheter fractures were seen. It was noted that the physician did not see a syrinx about the injury line. There may have been something below the injury line, but it was unconfirmed. The patient was put on oral baclofen and valium on (B)(6) 2012, which helped for the first week, but the patient continued to have more episodes 1-2 times a week. It was reported that the pump was emptied on (B)(6) 2012 in preparation for a dye study. The patient had spasms on (B)(6) 2012, and the dye study could not be performed due to the patient's inability to lay still. The pump was refilled on (B)(6) 2012, and it was noted that the physician thought the pump was ok. The pump dosage was increased on 3 separate dates, which resulted in "mild improvement," but it was reported that the spasticity episodes continued. It was later reported that the patient did not require hospitalization, but the patient outcome was ongoing injury/illness. It was noted that the event was caused by the catheter, and the issue was located in the distal segment of the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot#, serial# (B)(4), implanted: 2003 (B)(6), explanted: product typ catheter; product ID 8578 lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ accessory; product ID 8578 lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).